Manufacturer narrative:
(B)(4).

Event description:
The medical doctor was performing according to the IFU. After flushing, the catheter was reinserted into the patient's body. When the catheter was removed from the patient's body for flushing after the procedure, the catheter tip was bent. Md, who determined that it would not be a good procedure, judged the product as a defective product. Therefore, the doctor decided that the product could not be used anymore, and finished using the same product without any abnormality.

Manufacturer narrative:
Qn#: (B)(4). Upon investigation of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on 01/15/2018, was sent in error.

Event description:
The customer reports: the md was performing according to the IFU. After flushing, the catheter was reinserted into the patient's body. When the catheter was removed from the patient's body for flushing after the procedure, the catheter tip was bent. Md, who determined that it would not be a good procedure, judged the product as a defective product. Therefore, the doctor decided that the product could not be used anymore, and finished using the same product without any abnormality.